Event description:
A surgeon reports that a pt with age-related macular degeneration with vitreous hemorrhage underwent intraocular lens (iol) implant surgery. During the implant surgery, a vitrectomy was required. Two days post-op the surgeon noted the iol was cloudy or had debris and the pt's visual acuity had decreased. The iol was replaced in 2004. Following the lens exchange, the pt's visual acuity improved. The surgeon stated he thought the iol may have been stained with some residue from the vitreous hemorrhage.